Event description:
E.r. Nurse administered drug with syringe and upon withdrawal squeezed the end of the barrel for the needle to retract. Needle didn't retract. Nurse recapped and placed product in their pocket. At some point the needle was exposed and the employee had a needlestick.